Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported a battery change message when battery is set. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4)